Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).

Event description:
It was reported that, during a device interrogation after the patient had been lost to follow up for approximately two years, the elective replacement indicator (eri) and power on reset (por) were detected. It was reported that the device had high battery impedance, and that the por was a result of low battery voltage. The right ventricular (rv) lead also exhibited infinite impedance. Erratic pacing was also observed. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.